Event description:
It was reported that the customer's pump battery was depleting more quickly than expected. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting assistance, and no further information was provided regarding the outcome of the event.